Event description:
Oxygenator developed a crack on the venous side of housing after seven days of use. The equipment was changed out and procedure was completed successfully. There was no injury to patient or significant delay to procedure. (B) (4).

Manufacturer narrative:
Although the device was available for return, it was requested that the sample not be returned to the manufacturer as the patient was diagnosed with h1n1. Based on recent similar evaluations performed by the manufacturer, cracks at the venous side of the quadrox d oxygenator were confirmed. The oxygenators worked fine up to 7 days. According to the customer's information roller pumps were used. The intended for use is up to 6 hours. Because of the prolonged use in combination by using a roller pump, the oxygenator is stressed pulsatile over the time. Maquet cardiopulmonary ag has ce certified systems for long term use. These systems only include centrifugal pumps but no roller pumps. Problems with cracks are not known with these special tubing sets (pls, els, not approved on the USA market) with long time approval.